Event description:
The patient received the scs system including two surgical leads (from the same lot) on (B)(6) 2011. It has been reported during the first post-operative programming session, the patient was only able to feel stimulation in her lower extremities. The pain pattern is back and right leg. X-ray images indicated the lead has migrated. A surgical intervention will be undertaken to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.